Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this interlock-35 embolic coil was analyzed. Visual inspection revealed the coil partially inside the introducer sheath. The coil was kinked and stretched. The coil and delivery wire were not interlocked within the introducer sheath. The interlocking arm of the coil was detached inside the introducer sheath. Functional testing was performed by advancing the coil through the introducer sheath, but the main coil became stuck. It was not possible to continue advancing, and it was necessary to cut the sheath in order to release the main coil. Microscopic inspection revealed that the proximal end of the delivery wire had a smooth surface. The interlocking arm was inspected, but no damages were found. The main coil's zap tip was detached and not returned. The interlocking arm on the main coil was detached and found inside the catheter. Dimensional inspection of the delivery wire and main coil showed measurements within specifications.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. An interlock-35 embolic coil was selected for use in a coiling procedure. During the procedure, the coil could not be pushed through a 0.038 inch catheter despite other 0.035 inch interlock coils successfully deploying through the same catheter beforehand and afterwards. The procedure was completed with a different coil. No patient complications were reported. However, device analysis revealed the interlocking arm was detached.